Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the new transducer is causing tmp issues. There is clotting due to multiple alarms. Once transducers are changed to the old ones, the issue is resolved. Upon follow up, it was stated that the 2008t machine alarms with a tmp alarm. The event occurs at the beginning of treatment and about 2 to 3 hours into treatment the transducer is changed out with the old one and the treatment is completed with the same machine and set up with no further issue. There is no patient blood loss, the patient is rinsed back. There is no patient serious injury or medical intervention required due to the event. The clinic has decided to not use the ¿new¿ transducers and has continued to use the ¿old¿ transducers without issue. No samples are available.